Manufacturer narrative:
As reported, the optifix fixation device deployed two fasteners at the same time. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The IFU states, "counterpressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed.¿ this MDR represents the optifix (device #2). An additional MDR was submitted to represent the optifix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hernia repair procedure, when the optifix fixation device (device #1) was fired, "the first tack didn't fully come out and was almost as if 2 tacks were coming out at the one time". A second device (device #2) was then opened, and "exactly the same happened." The procedure was completed by using a permafix. It was reported that the device was tried again when removed from the patient, still was not working correctly. There was no patient injury.

Manufacturer narrative:
As reported, the optifix fixation device deployed two fasteners at the same time. The subject device is reported to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of the returned sample finds for bent guide wires and backup tabs. The reported deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. To date, this is the only complaint for the reported lot of (B)(4) units released for distribution in june 2022. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The IFU states, "counterpressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position" and "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue". This supplemental MDR represents the optifix (device #2). An additional supplemental MDR was submitted to represent the optifix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hernia repair procedure, when the optifix fixation device (device #1) was fired, "the first tack didn't fully come out and was almost as if 2 tacks were coming out at the one time". A second device (device #2) was then opened, and "exactly the same happened." The procedure was completed by using a permafix. It was reported that the device was tried again when removed from the patient, still was not working correctly. There was no patient injury.